Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be completed because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Pt sex - female.

Event description:
It was reported that an arteriotomy closure of a femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, when the body of the device was pulled/removed, slight resistance was met and was confirmed that the suture was exposed and entangled resulting in loop-shaped around the foot. It appeared the foot was not properly housed inside the device. As the suture did not seem to have been harvested as usual, the suture was cut. A second perclose proglide device was used but hemostasis was not achieved. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.